Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the alleged operative complications experienced by the patient. If additional information is received a follow-up MDR will be submitted to the FDA. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: as a result of undergoing a da vinci-assisted surgical procedure, the patient claimed that she sustained operative complications. The patient also alleged that an unspecified instrument/accessory was faulty.

Event description:
It was reported via social media that as a result of undergoing an unspecified da vinci-assisted surgical procedure on an unspecified date, the patient alleged that her insides were burned and her bowel prolapsed. The patient also stated, my prized organ is forever destroyed by a faulty tip and not 93's of bones is worth (B)(6)? It is unclear what specific organ the patient was referring to and what type of damage/injury was sustained. It is also unclear what specific instrument or accessory was allegedly faulty. No further clinical information was provided.